Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The customer reported having 3 meters, but it is unknown which meter was in use at the time of the medical event. Mdrs are being filed for the other meters reported: (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time she received a reading of ¿around 100 something¿ on her adc blood glucose meter, which was lower than a reading of ¿300 something¿ from a hospital meter. Customer further reported she had been getting ¿low readings¿ from all her meters so her mother brought her to a hospital because she ¿almost passed out¿. At the hospital a reading of ¿300 something¿ was received on a hospital meter and she was treated with insulin. Customer also noted that due to unspecified "low" readings she had been hospitalized twice previously, but no information regarding those events was provided. No further information was provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The initial submission related to MDR number 2954323-2017-02605 is a duplicate submission of MDR 2954323-2017-02603. All follow-up mdrs will be completed under MDR 2954323-2017-02603.

Event description:
Customer reported that on an unspecified date/time she received a reading of ¿around 100 something¿ on her adc blood glucose meter, which was lower than a reading of ¿300 something¿ from a hospital meter. Customer further reported she had been getting ¿low readings¿ from all her meters so her mother brought her to a hospital because she ¿almost passed out¿. At the hospital a reading of ¿300 something¿ was received on a hospital meter and she was treated with insulin. Customer also noted that due to unspecified "low" readings she had been hospitalized twice previously, but no information regarding those events was provided. No further information was provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.